Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl) since beginning pump therapy a week ago. Correction boluses were administered to treat bg levels. System check with tandem technical support indicated pump was performing as expected. Customer will receive additional pump training, as customer indicated they "self-started" on the pump. Recommendation was made to consult with health care provider to discuss diabetes management.